Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Urgent device replacement was recommended. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. This crt-d was replaced and is expected to be returned to boston scientific for analysis. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. A high current drain was detected, but the device had no telemetry or pacing output. The case was removed, and analysis confirmed a high current drain and a prematurely depleted battery. Further testing indicated that the high current drain was coming from the mixed mode ic. The mixed mode ic was noted to be cracked when processing for additional testing and as a result, no further analysis could be performed. The cause of the high current drain and premature battery depletion could not be established.

Event description:
It was reported that the battery of this cardiac resynchronization therapy defibrillator (crt-d) was suspected to be depleting prematurely. A request was made to have data from this device analyzed. Data analysis confirmed the battery appeared to be depleting more quickly than expected. Urgent device replacement was recommended. This investigation will be updated when further information becomes available. No adverse patient effects were reported. Additional information was received. This crt-d was replaced and returned to boston scientific for analysis. No additional adverse patient effects were reported.